Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported pain and capsular contracture is between baker grade iii and IV. Later, healthcare professional also reported "night sweats and fatigue and nodular image in the right breast observed via ultrasound with characteristics of a probably benign lesion, and cyst with thick content/nodule" which are not related to the device. This record is for right side. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4.

Event description:
Healthcare professional reported pain and capsular contracture is between baker grade iii and IV. Later, healthcare professional also reported "night sweats and fatigue and nodular image in the right breast observed via ultrasound with characteristics of a probably benign lesion, and cyst with thick content/nodule" which are not related to the device. This record is for right side. The device remains implanted.